Manufacturer narrative:
The reported outcome attributed to ae was the loss of a tooth. The event date is approximate. The complaint was received from (B)(6). Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that they lost a tooth while using their 2-series power toothbrush.